Manufacturer narrative:
One biosure driver was returned for evaluation. The device is over three years old. Visual assessment of the device showed the distal tip is deformed and has a burr at its cannulation. The device was tested with a 1.2 guide wire and would not exit the distal tip. The condition of the device indicates it was impacted causing the observed damage. Per the device instructions for use ¿as with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure¿.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during the procedure, 1.2mm guidewire not fitting down the end of the device. No backup device was available and no patient injuries were reported.